Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, hemolysis and poor barrier separation were seen inside of one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, hemolysis and poor barrier separation were seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows tubes with red blood cells in the serum and a poorly formed barrier layer, but no evidence of underfill. Additionally, 20 retained samples were subjected to a draw test for low or no draw, all of which were within specification. Furthermore, 30 retained samples were visually inspected for gel defects and other visible defects, with none failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis and poor barrier separation based on customer photo analysis. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.